Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 47 mg/dl. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the low bg level; however, this could not be confirmed. Customer attempted to self-treat by consuming carbohydrates, however, was given an electrocardiogram (EKG) and carbohydrates at the ER to ensure bg level was resolved. Customer was released on 9/19/23 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.